Manufacturer narrative:
Batch review performed on 12.mar.2021: lot 186966: (B)(4) items manufactured and released on 19-oct-2018. Expiration date: 2023-10-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 2006687. Batch review performed on 12.mar.2021: lot 2006687: (B)(4) items manufactured and released on 1-oct-2020. Expiration date: 2025-09-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in 1 month and 3 days after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.